Event description:
It was reported by the patient that the power indicator light on the previously working remote monitor would not stay lit. When the power cord was unplugged and replugged in the light would stay lit for several seconds but then shut off. A different electrical outlet and wiggling the power cord had no effect. A replacement power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.